Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service and reported they were hospitalized due to peritonitis. The patient reported experiencing pain and diarrhea prior to the diagnosis. Upon follow up the pdrn reported that the patient presented to the pd clinic on (B)(6) 2022 with abdominal pain and a cloudy pd effluent bag. Pd effluent cultures were obtained and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime dose, frequency, and duration were unknown. The cultures resulted in negative growth with a white blood cell (wbc) count of 2,353, unknown units. The patient¿s symptoms worsened with nausea and vomiting resulting in the inability to eat or take oral medications. The patient was admitted to the hospital on (B)(6) 2022, the patient was discharged home on (B)(6) 2022. No information related to the hospital course was available. The cause of the patient¿s peritonitis was unknown. It was reported that the patient representative assists with set up and practices pristine aseptic technique. The pdrn wanted to observe the patient¿s treatment being set up. Attempts to schedule a home visit were unsuccessful. The patient has recovered and stated there is no more abdominal pain and the pd effluent is clear. The patient was scheduled for a lab draw at the clinic at which time a repeat culture will be obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint record to show a causal relationship between the use of the liberty select cycler and cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this peritonitis event. The culture resulted in negative growth, which sometimes occurs in patients with clinical findings of peritonitis. As a result, the source of the infection could not be identified. The pd catheter is the source of infection in most pd-related peritonitis cases as it provides a portal of entry to the peritoneum. Most cases result from touch contamination of the catheter or the connections. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service and reported they were hospitalized due to peritonitis. The patient reported experiencing pain and diarrhea prior to the diagnosis. Upon follow up the pdrn reported that the patient presented to the pd clinic on (B)(6) 2022 with abdominal pain and a cloudy pd effluent bag. Pd effluent cultures were obtained and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime dose, frequency, and duration were unknown. The cultures resulted in negative growth with a white blood cell (wbc) count of 2,353, unknown units. The patient¿s symptoms worsened with nausea and vomiting resulting in the inability to eat or take oral medications. The patient was admitted to the hospital on (B)(6) 2022, the patient was discharged home on (B)(6) 2022. No information related to the hospital course was available. The cause of the patient¿s peritonitis was unknown. It was reported that the patient representative assists with set up and practices pristine aseptic technique. The pdrn wanted to observe the patient¿s treatment being set up. Attempts to schedule a home visit were unsuccessful. The patient has recovered and stated there is no more abdominal pain and the pd effluent is clear. The patient was scheduled for a lab draw at the clinic at which time a repeat culture will be obtained.